Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The stock is deformed in the bayonet area. The insulation has various cuts. Both wings of the bayonet are missing - one is attached. The bayonet is broken due to the deformation. The sheath was in use for 11 years. The sheath should no longer have been used due to the cuts in the insulation - these can be detected without tools. Corresponding warnings are included in the IFU. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a "metal outer sheath, insulated, 36 cm". During a robot surgery, threads in the abdomen are cut with a claw scissors that suddenly breaks apart. A new equal instrument is taken up. They try to see what's broken, which is hard to see when comparing. They discover that a metal part iacks the inside of the outer metal in the tube (33300w). They find a half part of a cylindrical metal part 3x3mm which lies in the abdomen at the place where they have cut the suture. They seek further but find nothing more. They decide to make medcontrol pro case and the surgeon documents this in the patient record. A metal part from distal end of 33300w feil off, could not be retrieved and is left in the patient's abdomen. Further information is not available.